Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Potential reprocessing, the new blade cannot break unless it was cracked by prior use. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the titanium tip broke during the pre-run test. The broken piece did not fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.